Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported an inability to acquire a pads ECG waveform. There was no patient involvement.